Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. D4 batch #: y7015y. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. In addition, the clamp arm was detached and not returned. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number y7015y, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the replace instrument displayed during the connection, when the probe was connected to the generator.